Event description:
Pt undergoing tonsillectomy and during procedure experienced complications of bovie burns on the right tongue and lower lip. Upon inspection of the bovie revealed a defect in the plastic sheath covering the extended tip of bovie.